Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-feb-10. H6: investigation summary the customer reported the tubing was leaking from the bottom of the drip chamber and returned 2 photos and 14 unused samples of material #11582774. The 14 unused samples were tested at the drip chamber for solvent issues that would cause a leak and none were found. All 14 samples did not separate at the drip chamber. The complaint is verified by the 2 photos returned of separated drip chambers. Based on previous similar complaints manufacturing provided feedback that a project has been funded to address the issue. There is a known issue for drip chamber separations that is being addressed in a project. A device history record review for model 11582774 lot number 21109210 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd alaris¿ secondary set leaked from the bottom of the drip chamber. The following information was provided by the initial reporter: "leaking at bottom of drip chamber of tubing"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ secondary set leaked from the bottom of the drip chamber. The following information was provided by the initial reporter: "leaking at bottom of drip chamber of tubing".